Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2016. The fse found that fluid leak was coming from the probe wipe block (rinse block, rb1). . Fse replaced the probe wipe block due to excessive ware on the block and the rinse tubing from the choke to the rinse block to resolve the leak. The fse performed verification of the instrument to meet the specified requirements per established service procedures. (B)(4).

Event description:
The customer reported a clear fluid leak of approximately 0.5 ml from the secondary (manual) mode probe on a coulter hmx hematology analyzer with autoloader. No error messages were reported at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event, and there was no report of exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event.